Event description:
Pt reported event to device registration dept during annual survey of device status. Pt reported that "7425 had gotten infected. Pt spent several months in the hosp." Despite repeated attempts to secure add'l info from the hcp - no info has been received to confirm or provide more description of the event and care. Date of onset of infection and explant date are not known. Pt had a new device implanted in 2000, so it can be concluded that pt recovered from the infection and was considered a satisfactory candidate for reimplant. Add'l info will be provided if rec'd after this report.